Event description:
The pt ((B)(6)) received an scs sys, including an ipg and a surgical lead, on (B)(6) 2010. It was reported that the pt lost stimulation from the sys. A diagnostic test revealed high impedance readings on the lead contacts. It was reported that the surgical lead will be replaced around (B)(6); an exact date is unk at this time. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.